Event description:
In 2001, a patient underwent implantation of staar model aq2010v intraocular lens in their left eye. It was observed at day 1 post-op, that patient had developed endophthalmitis. A vitrectomy was performed. The lens remains implanted.